Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the device was not working as designed, and it was noted that the device was missing a spring and a screw.

Event description:
It was reported that the analyzer would not measure r-waves, despite adjusting sensitivity, changing cables, and changing leads. The analyzer has been returned for repair. No patient complications have been reported as a result of this event.